Manufacturer narrative:
The rse reviewed the configuration of the device and determined that the ¿no data inop¿ setting is set to "soft", which means you don¿t hear any alarm at all. When this ¿no data inop¿ is set to "hard", it will continue to alarm, but it will do so for all bed labels in the unit. The information provided was also reviewed by a philips product support engineer (pse). Based on the available data the pic ix has worked as configured. With the following setting (geen gegevens inop: zacht) the pic ix will not provide a sound for the ¿no data monitor¿ or ¿no data tele¿ inop. The alarm will just be visualized in the sector for the bed as we can see it in the audit trail for the three picix hosts. No additional information was provided by the customer related to patient harm. The technical investigation revealed the setting for the 'no data monitor' and 'no data tele' inop alarms will not provide a sound for the alarm but a visual only. Based on the available information, the device worked as it was configured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter and reporting institution phone # (B)(6).

Event description:
It was reported the central station generated an inop alarm for "no data monitor"; however, the audible alarm was set too low to hear. The patient was unmonitored for 5 minutes; however, it remains unclear if actual harm occurred.

Manufacturer narrative:
It was reported that the patient was not monitored for 5 minutes. It was confirmed that there was no patient harm. The rse reviewed the configuration of the device and determined that the ¿no data inop¿ setting is set to "soft", which means you dont hear any alarm at all. When this ¿no data inop¿ is set to "hard", it will continue to alarm, but it will do so for all bed labels in the unit. The information provided was also reviewed by a philips product support engineer (pse). Based on the available data the pic ix has worked as configured. With the following setting (geen gegevens inop: zacht) the pic ix will not provide a sound for the ¿no data monitor¿ or ¿no data tele¿ inop. The alarm will just be visualized in the sector for the bed as we can see it in the audit trail for the three picix hosts. The technical investigation revealed the setting for the 'no data monitor' and 'no data tele' inop alarms will not provide a sound for the alarm but a visual only. Based on the available information, the device worked as it was configured.

Event description:
It was reported the central station generated an inop alarm for "no data monitor"; however, the audible alarm was set too low to hear. The patient was unmonitored for 5 minutes. Additional information indicated there was no harm to the patient and no medical intervention was required.